Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device evaluation is anticipated, but not yet begun. The root cause for the severe degeneration leading to stenosis and regurgitation cannot be conclusively determined at this time. However, it is likely that patient related factors such as young age at implant and progression of the underlying disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received notification that an unknown mitral valve was explanted after an implant duration of approximately 13 years due to valve degeneration leading to stenosis and regurgitation. The explanted valve was replaced with a model 29mm pericardial mitral valve. The patient was reported as being hospitalized in stable condition. No additional details were provided.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated that the wireform was intact, minimal calcification on leaflet 1, and moderate calcification on leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and moderate at the outflow aspect. Leaflets were thickened and swollen at the free margin near the commissures. Leaflet 1 had two tears of 6mm near commissure 1 and 5mm near commissure 2. Leaflet 3 had a tear of 3mm near commissure 3. The tissue was thickened near the tears. Hematomas were observed all three leaflets. Customer report of stenosis was confirmed, and probable cause of reported regurgitation could be due to leaflet tears. Calcification, thickened tissue and host tissue restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Submitted supplemental to include device serial number, model number, expiration date, and manufacturing date. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.